Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged main display. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump with a damaged main display was confirmed during product evaluation. This condition was caused by lines on the main display. The main display assembly was replaced to correct the reported condition.additional information:similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).a service history review revealed no previous service events were related to the reported condition.